Event description:
It was reported that the user dropped the ilet into a pool, cleaned and reinserted supplies, then experienced repeated occlusion alerts followed by alert 38 indicating consecutive motor stalls; a dry-run test failed to advance 165 units, and the device was replaced. Symptoms included polydipsia and hyperglycemia with a reported blood glucose of 260 mg/dl, for which the user administered a subcutaneous insulin pen injection. Outcomes included interruption of insulin delivery and the need for a replacement device. Investigation included technical troubleshooting, verification of cartridge function via dry run, and review of device operation steps. Investigation of this case revealed a device motor stall and inability to complete priming after exposure to water. It was concluded that the device experienced a mechanical failure consistent with a stalled motor following liquid ingress, necessitating device replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.